Manufacturer narrative:
(B)(4) (stent deformed during procedure). Eval results: failure to deliver stent, stent deformation; 80% stenosis; failure to predilate. Eval codes, conclusions: 80% stenosis; failure to predilate.

Event description:
An endeavor resolute rx drug-eluting stent, length 24 mm, diameter 2.75 mm was used to treat a lesion in a pt's lad. It was reported that the device could not cross the lesion. The stent was reported to be damaged on removal of the device from the pt. The lesion was located in a non-tortuous vessel and exhibited approx 80% stenosis, with no calcification noted. It was confirmed that the stent had been inspected prior to use with no issues noted. The lesion was not predilated. It was reported that resistance was felt during attempts to cross the lesion. The device was returned to medtronic for eval, packed tightly inside a pouch. Cine images were not provided. Kinks were noted 22 cm and 72 cm distal to the strain relief, most likely as a result of the packing method used for return of the device. The stent was positioned on the balloon between the inner shaft marker bands and balloon pillows. The eighth distal stent segment was raised, deformed, and pulled distally. Some segments at the proximal end of the stent appeared slightly lifted from the balloon. Blood residue was evident along the stent and between the balloon folds. A hardened, crystallized substance and a clear liquid were evident in the inflation lumen.